Event description:
Information was received from a patient, via a manufacturing representative (rep), who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was explanted less than a year after her surgery. It caused a pain that went away after the doctor removed the device, but that even the doctor did not understand why that would be. Although still not perfect, her symptom of leakage improved on their own after the device was removed. A healthcare professional (hcp) later reported that the patient first started experiencing the pain on the day of implant, on (B)(6) 2013. The device was explanted on (B)(6) 2014. It was unknown what diagnostics were performed related to the pain. The cause of the pain was not determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.